Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. The product is terminally sterilized using dry heat. Following sterilization, units are 200% inspected for particulate in the solution and then packaged into pouches and sealed. Root cause for the complaint condition could not be determined. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract / vitrectomy combination surgery a patient experienced posterior capsular tear and thermal burn wound on the upper eyelid and sclera caused by the high temperature of the tip following phacoemulsification for a dropped lens in a silicone oil-filled vitreous. Medication was prescribed twice a day for the thermal burn wound. A 3-piece intraocular lens was used due to posterior capsular rupture. After following-up for one month, both eyelid and scleral wounds healed gradually with scar formation. The patient was then lost to follow-up.